Manufacturer narrative:
Relevant test/laboratory data was updated. Rack adapters were not used.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable low elecsys ft4 iii assay results for 1 patient sample tested on a cobas 8000 e 602 module. The initial ft4 iii result was <0.5 pmol/l. The sample was retested and an ft4 iii result of <0.5 pmol/l was obtained again and was released to the physician. On (B)(6) 2018, the same patient sample was retested and the result was 13.94 pmol/l. A corrected report was issued. There was no allegation of an adverse event. The ft4 iii reagent lot was 30469200 with an expiration date that was requested but was not provided. Analysis of the calibration and alarm history gave no indication of an issue. A general instrument or reagent problem could not be identified. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The ft4 iii reagent lot expiration date was 31-jan-2019.

Manufacturer narrative:
The ft4 iii result of 13.94 pmol/l was obtained from another cobas e602 analyzer.